Event description:
The customer reported the device displayed an error code (e/c 1122 - blower temperature high). The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.